Event description:
It is reported that during the evaluation of the device at the customer's service center, the device failed a test step during testing. It was recommended by the service technician that the device's needs a 3-way solenoid and proportion valve.